Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 10/01/2010 including cat scan that ¿has shown that this was a ventral hernia¿ were not provided.] On (B)(6) 2010: [facility ni]. (B)(6), md. Operative report. Assistant: dr. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure performed: repair of ventral hernia. Anesthesia: general endotracheal. Estimated blood loss: 25 ml. Fluids: 900 ml. Specimens: hernia sac. Findings: a 5x3 cm defect supraumbilical. Indications: this is a 47-year-old woman who presents with swelling above the umbilicus. A cat scan performed has shown that this was a ventral hernia. It is painful and inhibits her daily activity. Description of procedure: ¿the patient brought to the operating theater after appropriate timeout performed and the patient¿s identity and site of surgery confirmed. The patient underwent general endotracheal intubation. Following this, the abdomen was prepped and draped in normal sterile fashion. A supraumbilical incision was performed. Careful dissection was found down to the hernia sac. This was carefully dissected free circumferentially from the fascia. The total defect was approximately 5 x 3 cm. Carefully the hernia sac was removed and sent off the table. Adhesions were taken down on the side of the fascia. The fascia appeared viable. No active bleeding. Following this, the fascia defect was closed with interrupted figure-of-eight #1 maxon sutures. Wound was irrigated, then the fascia and subcutaneous tissues were all injected with marcaine. Following this, the subcutaneous and skin were closed in layers, first with deep 3-0 vicryls as well as in the deeper layers and as well in the subcutaneous area to decrease the dead space followed by 4-0 monocryl for the skin. Dry sterile dressings were placed. I was present for the entire procedure.¿ on (B)(6) 2011: [facility ni]. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: repair of recurrent incisional hernia with gore dualmesh. Assistant: indications: the patient is a 43-year-old female with symptomatic enlarging recurrent hernia above the umbilicus need of repair. Description of procedure: ¿in supine position under adequate patient identification as per protocol, she underwent general endotracheal anesthesia. Foley catheter was placed. The abdomen was prepped and draped in standard fashion with chloraprep. An incision was made in the umbilicus above the midline approximately 6 cm in length and carried down through a thick subcutaneous tissue. The hernial sac was encountered and entered. This was a 6 x 6 cm hernial sac with a 6 cm defect at the base, which was well delineated by fascia and contained omentum, which was not adherent or strangulated or incarcerated. Hernia was fully reducible. The sac was excised with cautery. The edges of the defect was well delineated with additional dissection with cautery and the gore dualmesh was then brought into the operative field and fashioned to the appropriate size and placed in an underlying fashion with 0 surgipro horizontal mattress sutures in interrupted fashion. Antibiotic irrigation was used throughout the case. Once this was completed, instrument, sponge and needle counts were correct. The subcutaneous tissue was approximated with running 3-0 polysorb suture and the skin closed with a running 4-0 polysorb subcuticular suture. Steri-strips and sterile dressings were applied. There were no complications. Estimated blood loss: minimal. Fluid replacement: 1300 ml of crystalloid. Sterile dressings were applied. The patient was sent to the (B)(6) extubated in stable condition.¿ on (B)(6) 2011: (B)(6) hospital. Implant sicker. Item description and size: mesh dual 10 cm x [sic]. Expires: 23 aug. 2015. Implant: 1. Quantity used: 1. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 8266393. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/8266393) was implanted during the procedure. On (B)(6) 2012: (B)(6), md. Operative report. Ventral herniorrhaphy procedure note. Indications: symptomatic ventral hernia. Pre-operative diagnosis: ventral hernia, recurrent. Post-operative diagnosis: ventral hernia, recurrent. Assistants: dr. (B)(6). Anesthesia: general endotracheal anesthesia. Asa class: 2. Procedure details: ¿the patient was seen in the holding room. The risks, benefits, complications, treatment options, and expected outcomes were discussed with the patient. The possibilities of reaction to medication, pulmonary aspiration, perforation of viscus, bleeding, recurrent infection, the need for additional procedures, failure to diagnose a condition, and creating a complication requiring transfusion or operation were discussed with the patient. The patient concurred with the proposed plan, giving informed consent. The site of surgery properly noted / marked. The patient was taken to operating room # 2 identified as (B)(6) and the procedure verified as ventral herniorrhaphy. A time out was held and the above information confirmed. The patient was placed supine. After establishing general anesthesia, the abdomen was prepped and draped in standard fashion. Vertical midline incision above umbilicus was made at previous scar. Dissection was carried down to the hernia sac located above the fascia and mobilized from surrounding structures. Very large sac and defect was noted. The gor [sic] mesh had pulled from left side fascial structures. Entire sac and old mesh excised. Defect was 10 by 10 x 8 cm diameter. Intact fascia was identified circumferentially around the defect. This was closed with a 0 prolene, utilizing gore dual mesh, underlay fashion horizontal interrupted sutures a polypropylene patch was fashioned to size and placed over the defect and other mesh with sutures placed at different levels to relieve tension across entire defect. The mesh was secured with a 0 prolene. The soft tissue was irrigated and closed in layers. Hemostasis was confirmed. The skin incision was closed in layers with a 4-0 vicryl subcuticular closure. Steri-strips were applied at the end of the operation. A 15 blake drain was left subcutaneously. Sponge, and needle counts were correct prior to closure and at the conclusion of the case. Instrument counts were incorrect and x-ray was normal. Personally reviewed by me as well.¿ findings: large sac hernia. Estimated blood loss: less than 50 ml. Drains: 15 blake drain. Total IV fluids: 2000. Specimens: hernial. Implants: see above. Complications: none; patient tolerated the procedure well. Disposition: (B)(6) hemodynamically stable. Condition: stable. Attending attestation: I was present and scrubbed for the entire procedure. Product identification records for the alleged gore device were not provided. On (B)(6) 2012: [missing records: a pathology report detailing analysis of the device removed during on (B)(6) 2012 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh pulled to the left side and mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.